Event description:
This spontaneous report was received on 22-oct-2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for general oral hygiene (route-dental, lot number 1293d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the whole top plastic part of the floss that holds the metal cutter cracked and it completely broke off while dispensing the floss. The consumer had been using the floss for years without any issues. This report had no adverse event. The action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 11-nov-2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 22-oct-2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for general oral hygiene (route-dental, lot number 1293d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the whole top plastic part of the floss that holds the metal cutter cracked and it completely broke off while dispensing the floss. The consumer had been using the floss for years without any issues. This report had no adverse event. The action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on 06-dec-2013. A review of the data revealed no unfavorable trends and no trend involving lot number 1293d. The complaint sample has not been received to date for evaluation. The final packaging records were reviewed and all quality checks for all in-process testing met specification. The retained sample was evaluated and it dispensed properly and did not present defect on the dispenser and neither the cutter. The review of the manufacturing related issues documentation revealed robust actions and effective control points for insert pops out defect. Disposition was undetermined. Based on the information available the device was used as intended for treatment. This report remains a reportable malfunction case in the united states.